Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was making an unusually loud vibration noise, the oscillating head was found to be cracked, and the thread pin for the mode switch was stripped. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper care/maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported that the battery oscillator device had an undetermined malfunction. During in-house engineering evaluation it was observed that the device was making an unusually loud vibration noise. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.